Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow up. Upon interrogation, the pulse generator exhibited far r wave oversensing. No intervention was reported.